Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic (inoue) balloon. During deployment of the valve, an infold was observed. Upon the physicians discretion, the valve was fully released. A post-implant bav was performed using 20 mm non-medtronic balloon. The infold resolved. Subsequently, left bundle branch block (lbbb) occurred. It was attempted to remove the temporary pacemaker, but cardiac arrest occurred. The cause of the cardiac arrest was unknown. The lbbb returned when the patient exited the operating room; therefore, the temporary pacemaker remained connected. Per the physician, the patient was frail and receiving hemodialysis which could have caused the adverse events. Additional information was received to correct previously documented information: the pre-implant balloon dilation was performed using a 23mm non-medtronic balloon. During the initial valve deployment, the infold was noted at nodes 6-7 of the inflow portion of the valve frame. Per the physician, the balloon used for the pre-implant dilation was small and may have contributed to the subsequent infold observed. A procedural delay was noted.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Were added corrected data: d. Suspect medical device full unique identifier #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. During deployment of the valve, an infold was observed. Upon the physicians discretion, the valve was fully released. A post-implant bav was performed using 20 mm non-medtronic balloon. The infold resolved. Subsequently, left bundle branch block (lbbb) occurred. It was attempted to remove the temporary pacemaker, but cardiac arrest occurred. The cause of the cardiac arrest was unknown. The lbbb returned when the patient exited the operating room; therefore, the temporary pacemaker remained connected. Per the physician, the patient was frail and receiving hemodialysis which could have caused the adverse events.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012054721); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0012033759); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 to clarify the temporary pacemaker was not a medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic (inoue) balloon. During deployment of the valve, an infold was observed. Upon the physicians discretion, the valve was fully released. A post-implant bav was performed using 20 mm non-medtronic balloon. The infold resolved. Subsequently, left bundle branch block (lbbb) occurred. It was attempted to remove the non-medtronic temporary pacemaker, but cardiac arrest occurred. The cause of the cardiac arrest was unknown. The lbbb returned when the patient exited the operating room; therefore, the temporary pacemaker remained connected. Per the physician, the patient was frail and receiving hemodialysis which could have caused the adverse events. Additional information was received to correct previously documented information: the pre-implant balloon dilation was performed using a 23mm non-medtronic balloon. During the initial valve deployment, the infold was noted at nodes 6-7 of the inflow portion of the valve frame. Per the physician, the balloon used for the pre-implant dilation was small and may have contributed to the subsequent infold observed. A procedural delay was noted.